Event description:
A facility representative reported that that following an intraocular lens (iol) implant procedure, the patient had explanted intraocular lens with reason mechanical complications ocular lens pro. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is(B)(4).